Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the insulin pump had a blank display but they were unable to troubleshoot due to missing battery cap. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.